Event description:
On (B)(6) 2012, pt reported the down button on the infusion device stopped responding to press on (B)(6) 2012. The down button does not remain flat when pressed, and the infusion device was not dropped or exposed to water. Pt has used this infusion device for 3-4 years. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.